Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced insulin flow blocked alarm due to bent cannula and patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The infusion set was in use for one day. The location of bent is leg. The blood glucose level was 500 mg/dl at the time of hospitalization and the patient got treated with intravenous (IV) insulin drip. Patient tested for ketones and results found positive. Patient felt tired/weak, sweating, sick/unwell at the time of hospitalization. No further information available.